Manufacturer narrative:
During inspection and testing of the device, the e105 error code appeared due to failure of the red led (light emitting diode) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the error code appeared due to failure of the led unit. However, the root cause of the led unit failure could not be determined. In addition, during inspection and testing, the internal buffer failed to write to the memory card, causing an e211 error code (internal memory error) to appear. Once the system reset procedure was performed, the error disappeared. The top cover and spacers were damaged. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus asset that was returned to an olympus service center with no alleged complaint. Upon inspection and testing, service found the device was displaying an e105 error code (lamp intensity error). This report is being submitted for the event found during the evaluation of the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h10. According to the instruction manual, section 10.2 "troubleshooting guide" states: ¿code: e105 error message: lamp intensity error possible cause: the lamp of the video system center malfunctions. Solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.